Event description:
A male had a cardiac cath from a radial approach in 2008. The physician thought all went well but patient came back the following month, with swelling. Patient was sent to vascular physician who checked and discovered that the patient had infection of the area. Physician put patient on antibiotics and will be followed up, but the patient status is unknown at this time.

Manufacturer narrative:
Each device is shipped with instructions for use (IFU) stating that possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product. Since no lot information or product was provided to assist in this investigation, we are unable to determine with certainty when the suspect device was manufactured. Nevertheless, the appropriate individuals have been notified and we will continue to monitor for similar events.